Event description:
The customer reported that the nibp readings were inconsistently not in specifications. The nurse just could not get accurate readings and at time no readings. Sometimes monitor would just keep pumping, so they would shut it off and use another monitor. The biomedical engineer (bme) brought it to the shop and connected to one of their pronk simulator cubes. This test device will run blood pressure, ECG, and spo2 simulated functions. When running bp simulations a normal reading of 120/80, the specifications's are + or - 3. This monitor would only get one or two readings in specification. Then the next few would-be way out of specification range. They could not get enough of them within specification readings consistently. Also, the pump makes erratic, strange or unusual sounds. Not in patient use.

Manufacturer narrative:
The customer reported that the nibp readings were inconsistently not in specifications. The nurse just could not get accurate readings and at time no readings. Sometimes monitor would just keep pumping, so they would shut it off and use another monitor. The biomedical engineer (bme) brought it to the shop and connected to one of their pronk simulator cubes. This test device will run blood pressure, ECG, and spo2 simulated functions. When running bp simulations a normal reading of 120/80, the specifications's are + or - 3. This monitor would only get one or two readings in specification. Then the next few would-be way out of specification range. They could not get enough of them within specification readings consistently. Also, the pump makes erratic, strange or unusual sounds. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The customer reported that the nibp readings were inconsistently not in specifications. The nurse just could not get accurate readings and at time no readings. Sometimes monitor would just keep pumping, so they would shut it off and use another monitor. The biomedical engineer (bme) brought it to the shop and connected to one of their pronk simulator cubes. This test device will run blood pressure, ECG, and spo2 simulated functions. When running bp simulations a normal reading of 120/80, the specificationss are + or - 3. This monitor would only get one or two readings in specification. Then the next few would be way out of specification range. They could not get enough of them within specification readings consistently. Also, the pump makes erratic, strange or unusual sounds. Not in patient use. Investigation conclusion: the customer reported a device (svm-7260a-t1w, sn: (B)(6)) with inconsistent blood pressure readings, and a pump that makde erratic sounds. The complaint device was returned to nihon kohden for evaluation and repair. The repair technician observed some minor damage to the unit and duplicated the reported problem. The root cause was determined to be failing hardware, and the pump and valve were replaced. The complaint device performed to the manufacturer's specifications after component replacement.

Event description:
The customer reported that the nibp readings were inconsistently not in specifications. The nurse just could not get accurate readings and at time no readings. Sometimes monitor would just keep pumping, so they would shut it off and use another monitor. The biomedical engineer (bme) brought it to the shop and connected to one of their pronk simulator cubes. This test device will run blood pressure, ECG, and spo2 simulated functions. When running bp simulations a normal reading of 120/80, the specificationss are + or - 3. This monitor would only get one or two readings in specification. Then the next few would be way out of specification range. They could not get enough of them within specification readings consistently. Also, the pump makes erratic, strange or unusual sounds. Not in patient use.